Event description:
It was reported that pump touchscreen was cracked and had become unresponsive. There was no reported impact to the customer¿s blood glucose level. Customer declined further follow up with technical support, no troubleshooting or corrective actions were performed, and no additional information was received regarding outcome of event.